Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. Reportedly, the customer was able to charge the pump with an alternate cable and an alternate wall adapter. Additionally, it was reported that the pump battery was depleting quickly. Reportedly, the customer continued to use the pump for insulin therapy. The customer¿s blood glucose was 250 mg/dl.